Event description:
A customer reported a cartridge alarm occurring during the pumping process. The event did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer was able to successfully load a new cartridge and resume insulin therapy, resolving the issue.